Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported a battery cap damage. Troubleshooting was performed. The customer stated that the battery cap damage notification and also that the battery cap metal contact missing, or fewer than 3 raised dots could be seen. No harm requiring medical intervention was reported. It is unknown whether the customer discontinued the use of the insulin pump and the insulin pump will not be returned for analysis.